Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported the death of his wife. The cause of death is aspiration. The last blood glucose reading was 110 to 115 mg/dl. Caller stated that his wife was having trouble with a pacemaker. Customer could not tube into chest. Customer was in hospital at time of death; caller not sure if the insulin pump was worn at time of death. Nothing further reported.

Manufacturer narrative:
This information is provided in response to your request dated (B)(4), 2014 for additional information. Our original medwatch report was submitted with incorrect information. The customer had heart trouble with a pacemaker. The customer aspirated and they could not get tubing into the chest.